Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department for high watt alarms, urinating red blood, slight dizziness and the ventricular assist device (vad) flow was 9.6 l/min at a speed of 3000 rpm. The patient¿s labs several weeks earlier were reported to be normal, but their mean arterial pressure (map) was stable to elevated, their lactate dehydrogenase levels (ldh) was elevated, their international normalized ratio (inr) was supratherapeutic at 3.4 which was up from 2.6 four days earlier. Also, the vad exhibited above normal power and thrombus was suspected. An echocardiogram and a transthoracic (tte) were performed and tissue plasminogen activator (tpa) and heparin was initiated. The vad was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing records confirmed that the associated pump met all requirements prior to release. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the front preload measurement, rear housing disc curvature, and front housing disc curvature were found to be deviating from specifications. Further analysis revealed outer shroud contact that created more friction at the housing to impeller interface. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathology report revealed evidence of thrombus within the pump. Log file analysis revealed a sustained increase in power consumption and estimated flow starting on 25-may-2022 leading to parameters above normal operating range and twenty-four (24) high watt alarms were logged on 26-may-2022. As a result, the reported event was confirmed. Information provided by the site indicated that, in addition to the high power, the patient experienced hematuria, dizziness, elevated lactate dehydrogenase levels (ldh), and the device thrombus was suspected. The patient¿s mean arterial pressure (map) was stable to elevated and their international normalized ratio (inr) was supratherapeutic at 3.4 which was up from 2.6 four days earlier. An echocardiogram and a transthoracic (tte) were performed, and the patient was treated with tissue plasminogen activator (tpa) and heparin. The ventricular assist device (vad) was exchanged. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and investigation conducted, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombosis is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.